Event description:
It was initially reported to philips healthcare that the heartstart xl ac power indicator is not illuminated. It was later confirmed, the device failed to power up on ac power only. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.